Event description:
On 7/6/92 the aus device was implanted. On 12/18/95 the pump was revised. On 5/23/96 the cuff was revised. On 6/24/97 the entire device was removed from the pt and replaced due to recurring incontinence.